Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (endometrial ablation and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter provided no causality assessment for endometrial ablation with essure. The reporter considered medical device removal to be related to essure. The reporter commented: surgical pathology report: benign fallopian tube with no significant histopathologic abnormality. - coiled metal wire grossly identified, consistent with essure device. Soft tissue, "left uterosacral endometriosis ", biopsy : - benign soft t issue with chronic inflammation and fibrosis . Left fallopian tube with essure device implant , salpingectomy. Benign fallopian tube with benign paratubal cyst (0.6cm). Coiled metal wire grossly identified, consistent with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (endometrial ablation and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter provided no causality assessment for endometrial ablation with essure. The reporter considered medical device removal to be related to essure. The reporter commented: surgical pathology report: benign fallopian tube with no significant histopathologic abnormality. - coiled metal wire grossly identified, consistent with essure device. Soft tissue, "left uterosacral endometriosis ", biopsy : - benign soft tissue with chronic inflammation and fibrosis . Left fallopian tube with essure device implant , salpingectomy. Benign fallopian tube with benign paratubal cyst (0.6cm). Coiled metal wire grossly identified, consistent with essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.